Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(6).

Event description:
(B)(4). The hospital reported that, acrobat-I stabilizer arm would not lock in place. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Om-10000 arm would not lock in place. Unable to twist locking knob.

Manufacturer narrative:
Specific actions for the failure mode are being documented and maintained in maquet's failure investigation report (fir) system. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. There were no visible defects. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported complaint was confirmed.

Event description:
The hospital reported that, acrobat-I stabilizer arm would not lock in place. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Om-10000 arm would not lock in place. Unable to twist locking knob.